Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level during this event was 312 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate and that the customer experienced a separate undefined high bg level of "high" per continuous glucose monitor readings. Multiple follow-up attempts were made to complete troubleshooting for these issues, but no response was received.